Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-11674.

Event description:
Customer reported a high blood glucose of 408 mg/dl. She stated she had treated with a manual injection. The customer was displaying symptoms of high blood glucose such as nausea and being lethargic. The customer was also assisted with performing a high pressure test. No additional information provided.